Event description:
It was reported that a foreign object fell from the channel of the bronchovideoscope. The issue was observed during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 (establishment name): (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. Olympus found foreign material falling off from the channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be specified since it was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). It was confirmed that the foreign material residue point was confirmed free from deformation. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in bf-p290 operation manual chapter 3 "preparation and inspection". IFU states that preventive measure in bf-p290 reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.